Manufacturer narrative:
Correction: h3 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit may be damaged (such as wire breakage) due to usage stress, external factors, or handling, or parts mounted on the electrical board (ic chip, capacitor, etc.) May be damaged. The inspection method for this event is described in the instruction manual ``chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment'' as follows. "[Inspection of endoscopic images] check whether normal light observation images and nbi observation images appear normally. Before inspection, wipe the lens at the tip of the endoscope with sterile gauze moistened with saline or sterile water. Observe the palm etc. Using normal light observation images and nbi observation images. Check that the illumination light is coming out. Adjust the light intensity to the appropriate brightness. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and nbi observation image. Operate the endoscope's angle lever to bend the curved part. Confirm that no abnormalities occur, such as the normal light observation image and nbi observation image disappearing momentarily." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus service center for evaluation and the customer's reported issue was not confirmed/reproduced. The following additional findings were revealed: adhesive on bending section cover (a-rubber) had a chip; due to damage on lock engagement lever, bending section could not be fixed firmly; due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured; video connector had a crack; video connector case had a crack; light guide connector was deformed; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope exhibited an image abnormality - green light was reflected. The issue was observed during an unspecified procedure. The facility finished the procedure with another similar device. There were no reports of patient harm or impact associated with this event.